Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Additional h6 type of investigation code: labelling review: h6 investigation conclusion code: adverse event related to patient anatomy and/or condition. The complaint for device interaction with conduction system was confirmed with empirical evidence. Available information suggests that the implant interaction with an infarct scar at the medial commissure (while attempting to elongate the implant to lift the two leaflets into the apex) led to asystole, deteriorating the conduction system. The device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Since no edwards defect was identified, corrective or preventative actions are not required. Per the instructions for use (IFU), arrythmias-ventricular or conduction system injury which may require permanent pacemaker are known potential adverse events which are noted as possible complications of the pascal implant procedure. There are procedural and patient factors that may contribute to these adverse events. Conduction disturbances are common in patients with underlying cardiovascular disease and can be exacerbated or aggravated with standard intra-operative medications or anesthesia. Such events are related to the patient's underlying condition. Other mechanisms for conduction abnormalities could be affecting the av node and lead to av-blocks. Conduction disturbances have also been documented during transcatheter cardiac procedures as a result of direct interaction with cardiac anatomy, especially in patients with underlying conduction abnormalities.

Event description:
Per report received from germany- edwards received notification of a pascal precision ace in mitral position by right femoral vein where a brief asystole occurred inter-procedurally, which was presumably triggered by the implant. When elongating the implant to lift the two leaflets into the apex, the physician probably pulled too hard or touched an infarct scar at the medial commissure, which led to asystole. The patient required resuscitation but stabilized quite quickly after the intravenous administration of suprarenin in addition to chest compression for about 30 seconds before the heart began to beat so that the procedure could be safely completed without any consequences.

Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.